Manufacturer narrative:
Patient and device details unavailable at the time of this report, this report is submitted on april 10, 2017. Registration number (B)(4).

Event description:
Per the clinic, the patient developed infection at implant site (date not reported). The implanted device remains and the patient will continue to be clinically managed.